Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was spiked into an in-house solution bag, primed, and checked for flow. The sample primed and flowed normally. The check valve was then checked for functionality by attaching an in-house secondary set to the sample¿s first y site and checking for flow. Normal flow was noted from the secondary set. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter - sigma tested the device, and the device passed their flow testing. The device will be returned to baxter for further evaluation. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set did not flow during patient infusion of an unknown drug. The nurse stated that ¿nothing was coming out of the end of the IV tubing even though pump was running.¿ it was stated that all clamps were open and that there was not any fluid dripping into the drip chamber of the set. The nurse removed the set from the infusion pump and ¿noticed that the tubing was kinked and compressed to the point that it looked like it would tear.¿ it was stated that the solution set was replaced and therapy continued. There was no patient injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.